Event description:
It was reported to boston scientific corporation that a spaceoar vue device was implanted during a placement procedure performed under general anesthesia on (B)(6) 2023. Additionally, fiducial markers were placed transperineally. After a successful hydrodissection, when the physician started to inject the spaceoar vue, the hydrogel didn't seem to create a normal space. There was only a mild separation but not the lift that the physician normally expected. Under ultrasound guidance, it was suspected that the hydrogel did not polymerize. The physician tried to see through the needle whether he can push any saline through it and there was only mild resistance, then the saline sprayed throughout easily. As a result, the injection was stopped, and the procedure was aborted. However, further review of the computerized tomography images (CT) revealed that approximately three to four cubic centimeters (cc) of spaceoar vue were injected, of which some were midline at the midgland and most moved under the prostate capsule in the six o clock to nine o clock position. It was also noted that the physician had to take an extreme angle to get to the midline. The patient is not symptomatic and there is no evidence of compression of the urethra, as a result, the patient was in good condition to be treated. External beam radiation therapy was noted. However, it was indicated that it had not yet occurred. It was also reported that it is unlikely that a device malfunction due to an incorrect polymerization of the hydrogel occurred, as much of the hydrogel may have gone into the prostate capsule or venous plexus creating an unnormal lift.

Manufacturer narrative:
Device code: a1502 is being used to capture the reportable event of gel misplaced non-vascular.